Manufacturer narrative:
The laboratory does not have a protocol in place for lifting diluent cubitainers. The product is sold in containers that have a volume of 20 liters. The product's volume is printed on the label attached to the product. The product label also instructs the user of proper lifting technique. Beckman coulter recommends that the operators use proper lifting technique by grasping the cubitainer with two (2) hands and lift using their legs, not back. This practice evenly distributes the weight of the product for the operator. Failure mode for this event cannot be determined with the information provided.

Event description:
The customer reported to beckman coulter (bec) that member of the laboratory staff hurt her back while rotating the coulter lh series diluent cubes that were stored under a bench in the laboratory. The customer was examined by a general practice physician following the event and determined the customer sustained a pulled back muscle. The physician prescribed ibuprofen for the injury. The customer has a follow-up appointment with the physician in 2 weeks. Based on available information, to date the customer is relatively well with just occasional back aching. The customer will return to work following a two week sick leave.